Event description:
Patient reported right side moderate pain. Healthcare professional reported exchange from textured to smooth implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, and a deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
This event was previously submitted through psr on 13/mar/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported right side moderate pain. Healthcare professional reported exchange from textured to smooth implant. Device has been explanted